Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported an intraocular lens (iol) that was exchanged for another lens. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
New information received from a nurse indicated the reason for the lens exchange was because the patient changed their vision goals. The surgeon does not blame the lens for the event.